Event description:
A 26 mm diameter x 15 mm 13.5 cm length aneurx bifurcated stent graft and its componetns were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated and a contained endoleak had developed with aneurysm enlargement. In 2004 a 28 mm x 3.75 mm length cuff was implanted. About five weeks later the physician elected to explant the stent grafts. During the explant procedure the physician was unable to determine the precise location of the leak. Medtronic received the explanted stent graft and its analysis is pending. No additional clinical sequelae were reported, and the pt is reported to be alive.